Manufacturer narrative:
Device 6 of 10 d2a: common device name: ultra male 16 d2b: procode: kod based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919

Event description:
It was reported "10 of the catheters were completely dried out and could not be used. Patient has used this product before. No additional information provided."